Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer did a test independently where she delivered x amount of insulin via set which was disconnected and same amount of insulin via a pen and compared insulin amount, less insulin delivered via pump then pen. Customer went through self test which didn't bring anything up but customer was unsure what to do next. No harm requiring medical intervention was reported. The device will be returned for analysis.